Event description:
It was reported that when the accept "nebulize" button was pressed while using a nebulizer during ventilation of a pt, the ventilator settings panel went blank, the mode changed two technical error codes one indicating disabled valves and the second indicating a detected error in the internal memory. The ventilator was disconnected from the pt and the pt was manually bagged. There was no pt harm. (B)(4). Reference MFR report # 8010042-2014-00094.